Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, a potential reportable event with the patient's g5 mobile app occurred. No data or product was provided for investigation. Confirmation of the complaint was undetermined. The probable cause could not be determined. It was reported that the operating system for the smart device was not a supported system. Labeling indicates that the dexcom cgm application is only compatible for select devices and operating systems.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, a correction is required.